Event description:
A donor developed some bluring of eyesight, tingly and "fuzzy feeling" during reinfusion at the end of an amicus platelotpheres procedure. The donor's legs were elevated and she recovered from the reaction. Two days later she noted significant vision loss and was seen by an opthalmologist. She has total loss of vision in one eye and possible decreased "ishermis optic neuropathy" of unk ehology. The opthalmologist allegedly told the donor, that her problems may be realted to the amicus procedure. The donot was a female. She was a second time apheresis donor had has had no subsequent donations. The reporting pgysician, who is employed by the blood center, stated he does not know why the amicus donation, nor does he have contact information for the donor's physician. He stated there were no issues with the disposable kit, instrument, or procedure. This event is being submitted as a serious injury MDR because of the treating opthalmologist's opinion that the symptoms could be related to the amicus procedure.